Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). The surgeon reports low vaulting; anterior subcapsular cataract; iop of 38 and additionally noted iop has "been all over the board the past few checkups". It was also indicated that it could be a possible reaction to the intracameral solution of norepinephrine and lidocaine. Multiple medication was used. There is a plan to remove the cataract. Patient is currently doing well with 20/20 in the distance in his right dominate eye and -1.00 with 20/40 in the left eye. Lens remains implanted.